Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 2 of 2. Consumer reported with 2 syringes when remove needle shields, needle hub assembly went with it. Lot # 923133 catalog# 328512 date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9231336. Customer states that the needle hub assembly went with the shield. Both returned syringes were examined and both samples were returned with the hub-needle/shied assembly separated from the barrel. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 2 of 2. Consumer reported with 2 syringes when remove needle shields, needle hub assembly went with it. Lot # 923133. Catalog# 328512. Date of event: (B)(6) 2020.